Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. Loss of prime warnings observed in the black box force readings do not reach zero. The rewind, load cartridge, and prime steps performed successfully with no alarms. A 29 hour flow accuracy test was performed on the pump and the pump passed and was found to be delivering within the required specifications. No loss of prime occurred during testing. A force sensor calibration test confirmed the sensor is detecting correct force at (B)(6). A loss of prime was induced and the pump gave the appropriate visual and audible alert. There was no defect found.

Event description:
The patient reported blood glucose of 23 mg/dl; she treated the blood glucose without assistance and did not seek medical intervention. The patient reported that she received a loss of prime warning and disconnected from the infusion site in order to re-prime the pump as required. She alleged that the pump was pushing insulin out through the tubing at the time. The patient reported the pump emitted multiple loss of prime warnings around the same time period but she only observed the insulin flow one time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.